Manufacturer narrative:
(B)(4). The complaint rt210 adult dual heated breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported that an rt210 adult breathing circuit was "experiencing a lot of rainout". No patient consequence was reported.